Manufacturer narrative:
On june 15, 2023, getinge became aware of an issue with the 86-series washer disinfector with the model name: 8668, with the catalog number s-86682003-ctom and the serial number: (B)(6). The unit was manufactured on december 15, 2015 and installed on december 31, 2015. The reported issue is related to cart falling to the ground from the automatic unloading system. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. The customer allegation was that the employee dropped a cart to the ground while handling the automatic unloading system. The getinge service technician visited the site, investigated the device and found no issue with the unloading system. It was confirmed that the trolley loaded with the cart was left attached to the unloading table. According to the user manual, when the loading trolley is attached to the unloader, the unloader automatically pushes the wash cart out a bit onto the loading trolley. Therefore, the operator needs make sure that the loading trolley is disconnected from the unloading conveyor after the unloading is finished. As this instruction was not followed, the device pushed the wash cart that was taken from the washer disinfector onto the loaded trolley, which caused the cart that was already on the trolley to fell to the ground. The result of the investigation allows us to conclude that the issue was caused by the user error. To prevent such situation, the customer has been informed of his error by the getinge employee. It was confirmed that when the event occurred, the device was directly involved, however it was confirmed that the device worked according to the specification. The device was not being used for treatment or diagnosis of the patient. We are not aware if the described issue caused or contributed to the serious injury or worse, however we report the event based on the potential for a serious injury if the situation was to reoccur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
On june 15, 2023 getinge became aware of an issue related to the 86-series washer disinfector, with the model name 8668. As it was stated, the operator dropped the cart to the floor while handling the automatic unloading system. It was confirmed that no one was injured. During the getinge technician service of the device no issue with the unloader or with the cart was found. So far, we have not been informed about any injury as a consequence of the reported issue, however we decided to report this issue based on the potential for a serious injury if the situation was to reoccur.